Event description:
It was reported that the electric dermatome was not working properly. Despite multiple follow up attempts with the customer, no add'l info was available to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/17/2003 and was last repaired on 06/21/2013 for a non-related issue. Eval of the device observed that the device operated within motor speed specification, but skipped intermittently. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of this device included replacement of the motor, eccentric shaft, thickness lever and standard repair parts. In post-repair analysis, slight discoloration of the exterior motor casing was observed. Also, the motor operated slightly erratically under no load, but within electrical specification. Given the discoloration on the exterior motor casing, improper handling related to cleaning and sterilization most likely allowed moisture to enter the handpiece, potentially corroding the motor inside. The device was serviced and returned to the customer.